Event description:
The pump was returned for investigation. Investigation revealed that the ok button contact was inverted, resulting in the button being difficult under-responsive. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed that the keypad cover was peeling at the ok keypad button. The contrast, up arrow, and down arrow buttons responded normally to button presses. The ok keypad button required excessive force to obtain a response. The keypad cover was removed, and the ok button contact was found to be inverted. (B)(6).